Event description:
It was reported that the catheter had dislodged from the spine and the patient was going to the operating room for the revision. The dislodgement was discovered on (B)(6) 2014. The patient was now stable and the situation was reported as under control. No patient symptoms were reported at the time of the call. This device system delivered baclofen. Additional information was requested to verify event details, products involved, patient symptoms, and resolution. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).